Event description:
It was reported that the patient experienced diaphragmatic stimulation and severe swelling at the implant site. The pocket was opened, cleared and cleaned. The physician successfully repositioned the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.